Event description:
As reported, during a robotic incisional hernia repair procedure on (B)(6) 2022, the sepra coating of a bard/davol ventralight st came off when dipped into saline for 1-3 seconds. As reported, the surgeon had to get another mesh in the middle of the case. There was no reported patient injury.

Manufacturer narrative:
Review of photos provided by the user show the mesh was marked with surgical ink prior to attempted use. The hydrogel is balled/clumped up and separated in sections on the center of the mesh. On one side of the mesh, it appears that the mesh fiber is pulled and stretched from handling. Based on the information provided and without having the physical sample to evaluate, no definitive conclusions can be made. However, the handling of the mesh during/after hydration may have been a contributing factor. Review of manufacturing records confirms product was made to specification. To date, this is the only reported complaint for this manufacturing lot of 210 units released for distribution in september 2021. Per the instructions-for-use (IFU) the ¿ventralight¿ st mesh should be hydrated for no more than 1-3 seconds just prior to laparoscopic placement. If sutures are being placed, attach the sutures to the ventralight¿ st mesh before hydration. The mesh must be rolled immediately after hydration about its long axis (lengthwise) with the bioresorbable coating inside to protect the bioresorbable coating. A minimum sized trocar is recommended for the laparoscopic delivery of ventralight¿ st mesh. Insert the mesh through the trocar using a rigid instrument, such as non-serrated, 5 mm forceps; do not over force the mesh through trocar. If ventralight¿ st mesh is hydrated longer than 3 seconds and/or does not easily deploy down the trocar, replace trocar and retry with the next available larger sized trocar. Note, the trocar size used in this procedure was not provided, the minimum trocar size per the IFU for product code used (5954680) is 10mm. Not returned.